Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had change sensor alarm ad calibration error. Customer's blood glucose at time of incident was 110 mg/dl. Customer stated that bad sensor alert occurred after a 2nd consecutive calibration error. The customer was advised and discussed timing of calibrations leading to alert and calibration protocol. It was explained to customer the calibration errors and avoid calibrating when the blood glucose is lower than the sensor glucose. The customer was advised to remove and change out sensor. The customer was advised that we are sending replacement sensor as a courtesy.